Event description:
Needle did not retract during the administration of medication. Similar problem reported to MFR in response to a previous incident. Device in question at that time returned to company. The sample of involved product was submitted for testing against qa specifications. Evaluation of the sample submitted indicated the plunger had not been fully depressed which is activate retraction mechanism. The component's parts were inspected and no damage was detected. Functionality testing was performed on 32 samples of associated product. The samples passed qa's internal accepted quality level (aql) based on iso 2859-1, ansi/asqc z-1.4 and mil std105e standards. The info from complaint has been forwarded to manufacturing and quality depts and MFR will continue to monitor for this occurrence.